Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-33, lot# v711814, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had a bladder infection the two days ago. It was also stated that the patient could not communicate with the patient programmer. The issue with the programmer reportedly resolved. The patient was on program 1 at 2.7volts.